Event description:
It was reported that on (B)(6) 2019 the patient received the following results within 10 minutes: 385 mg/dl and 146 mg/dl. On (B)(6) 2019 the patient received the following results within 10 minutes: 145 mg/dl and 75 mg/dl.